Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 34mm cg future band, it was explanted and replaced with an unknown product. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
B1, b2, b5, b7 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that post mitral valve repair using this 34mm cg future band, excessive regurgitation was noted. It was reported that a decision was made to re-attempt repair and the mitral valve was evaluated. The surgeon decided to downsize the valve, the 34mm cg future band was explanted and replaced with a 32mm annuloplasty band of the same model. It was stated that the annuloplasty product malfunctioned and was fully sutured and tested prior to removal. It was reported that post repair using the 32mm annuloplasty band, the band was tested and appeared hydrostatic. It was reported that mitral regurgitation was present post repair. The surgeon was unhappy with the repair and a decision was made to explant the 32mm annuloplasty band. The 32mm annuloplasty band was explanted and replaced with a 31mm mosaic bioprosthetic valve. It was reported that prior to the implant of the 31mm mosaic bioprosthetic valve, it was noted that the anterolateral anterior native valve leaflet was moderately calcified at the hinge point which may have contributed to the mitral regurgitation following repair. No additional adverse patient effects were reported.